Manufacturer narrative:
(B)(4). Unit alarmed a35 during rewind due to corrode the motor home switch. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to motor error alarm. Pump history download using thds was successful. Found alarmed motor error close on event date (B)(6) 2024 04:15:12 in file history. No moisture damage found on the electronics, battery tube and vibrator assembly noted. The test p-cap/reservoir does lock into place. Unit had scratched case, cracked reservoir tube lip, cracked battery tube threads, stained end cap sticker, stained address/serial number label. A35 alarm during testing and motor error alarm in file history due to corrode the motor home switch and cracked battery tube threads confirmed. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-754lwwl. Troubleshooting was not performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-754lwwl was requested and the device was returned.